Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, the screwdriver handles are staining peel pack after sterilization. There was no patient involvement. This report is for one (1) stardrive(tm) screwdriver t15. This is report 1 of 2 for complaint (B)(4).